Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. The no delivery alarm could not be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, a cracked reservoir tube and a missing end cap sticker.

Event description:
It was reported that the customer received a motor error alarm during bolus delivery. The customer's blood glucose was 225 mg/dl. The customer stated that there were no significant alarms leading up to the alarm. The customer also mentioned that she received a no delivery alarm and button error alarms when she was about to bolus for a meal. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.